Manufacturer narrative:
Device passed displacement test and self test. No pump error 4 anomalies noted. Pump error 63 confirmed in insulin pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error alarms. The customer¿s blood glucose level was 124 mg/dl. Customer was able to clear the alarm. Customer was performed self test and it was failed. Customer also stated that when looking through carelink reports and found that they had 2 times hardware low level failures alarm. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.